Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Breaking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test: to test the opening pressure, a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow was used. The valve is tested in the vertical position. The results show that the valve operates with the accepted tolerance. The valve was dismantled and inside the valve was evidence of a slight build-up substance (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. The valve operates within the specified tolerances. However, it is possible that even small deposits, as observed inside the valve, could have caused the malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Weight: unkown. Height cm: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted." Item # reported involves component progav 2.0 with shunt assistant and distal catheter. Shunt assistant serial # (B)(4). Progav serial # (B)(4).